Event description:
The customer reported the fluoroscopic image unable to be viewed resulting in a loss of system functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue was duplicated. The imaging chain boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.